Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported 3d display and magnetic sensor issue could not be confirmed. Electrodes 1-4 and the magnetic sensor met specifications during electrical testing with no open or short circuits detected. In addition, the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a supraventricular tachycardia procedure, there was a communication with the catheter resulting in a delay. After inserting the ablation catheter into the left atrium, under x-ray, it was shown that the 3-4 electrodes had been out of the sheath. However, the position of the ablation catheter could not be displayed on the three-dimensional system. After restarting the system, withdrawing the catheter and reinserting it into the body, and replacing the connection line, the issue was not resolved. The system indicated that there was an issue with the magnetic sensor of the catheter. After replacing the catheter, the display issue resolved. The procedure was completed with no adverse patient consequences.